Manufacturer narrative:
A titan touch pump, two cylinders, lockout reservoir and detached connector / reservoir inlet tube were received for evaluation. Examination and testing of the returned components revealed a separation through the longer pump exhaust tube near the strain relief. Quality concluded a separation of this type would then allow the loss of fluid, making the device inoperable. The pump fails the back pressure test. As the device had been implanted for over 3 years, the valve seat may have worn and resulted in the pump back pressure test failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to hard pump are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to the available information, hard pump.